Event description:
The caller reported that 2 taperguard evac tubes had popped up and out of the patient's trachea in the last two weeks. She stated it was reported to her that in the first incident the patient was reintubated and the old tube was discarded. The patient has since been discharged. She stated that that patients were on "macquet" ventilators, on high pressure. Note: the second incident for the second tube is reported on 2936999-2011-00484.

Manufacturer narrative:
The lot number is unknown therefore the date of manufacture can not be determined.